Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parents reported via phone call that they experienced low blood glucose of 50 mg/dl. The customer experienced different blood glucose level of 300 mg/dl, 385 mg/dl, 58 mg/dl, 387 mg/dl and 107 mg/dl. The customer did not report any symptoms for low blood glucose level. Customer was treated with carbs. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer did not allege that the insulin pump was under delivering. Troubleshooting was performed for low blood glucose. The product will not be returned for analysis.